Event description:
Healthcare professional (hcp) reports more than three but lessthan ten incidents of clotted dialyzers. Hcp stated some of the incidents occurred at the start of treatments and others occurred during the middle of treatments. Clotting was indicated with arterial and venous pressure changes. Patients received 4000u heparin bolus before treatments were stated and maintenence doses of 1000u hourly. Hcp stated treatments were discontinued and blood was unable to be completely returned to the patients, with an estimated blood loss of 75-100cc per patient. Treatments were resumed with new disposables and completed without futher incidents. No patient injuries or medical intervention reported per hcp.